Event description:
Information received indicates the head section will not rise.

Manufacturer narrative:
The technician found signs of fluid ingress and corrosion on the logic board. He replaced the logic board to repair the bed.